Event description:
Event was reported to caldera medical by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe pain during sexual intercourse, pain during urination, and stress urinary incontinence. No further information has been provided.